Event description:
The customer reported that during a lobectomy, 1000cc of bleeding occurred. The surgery was converted to an open procedure and manual suturing was done. Surgeon stated that he did not know if sealing was not completed. This was a re-sterilized instrument.

Manufacturer narrative:
(B) (4). (B) (4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.